Manufacturer narrative:
The device is expected to be explanted in january and returned for analysis. This report will be updated upon completion of investigation.

Event description:
It was reported during a routine follow up, the physician noted an estimate of 9 months of battery remaining on the device. During the previous follow-up, the device estimated 3.5 years remaining. The patient is not pacemaker dependent and there has been no change in pacing parameters. The physician decided to schedule device replacement for (B)(6) 2020. The device is expected to be returned for investigation.

Event description:
It was reported during a routine follow up, the physician noted an estimate of 9 months of battery remaining on the device. During the previous follow-up, the device estimated 3.5 years remaining. The patient is not pacemaker dependent and there has been no change in pacing parameters. Ultimately, the device was explanted and replaced. Additional information: this report has been updated to include final analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.